Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through radiographic review. X-rays provided identified that there was a fracture along the anterior cortex of the tibia, which extends deep to the level of the tibial stem. Furthermore, it showed periprosthetic lucencies surrounding the cement portion of the tibial stem. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the packaging insert for the articular surface, fracture of the prosthetic knee components or surrounding tissues and/or joint instability and pain are considered to be known adverse effects of the procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment.

Manufacturer narrative:
Concomitant medical products: nexgen stem extension catalog # 00598801014 lot # 63561470, nexgen distal femoral augments catalog # 00599003620 lot # 63626472, nexgen distal femoral augments catalog # 00599003620 lot # 63626472, nexgen pre fem augments catalog # 00599003601 lot # 63626466, nexgen pre fem augments catalog # 00599003601 lot # 63302741, rotating hinge tibial plate catalog # 00588000500 lot # 63587444, rotating hinge knee femoral component catalog # 00588001601 lot # 63577947, nexgen stem extension catalog # 00598801116 lot # 63296825, nexgen distal femoral augments catalog # 00599003620 lot # 63626472, cmnt bone smpx p radopq fd sterile- log86424 catalog # unknown lot # rdy053, cmnt bone smpx hvisc-log86424 catalog # unknown lot # 705ab839by. Multiple MDR reports were filled for this event: 0002648920-2018-00200, 0001822565-2018-01529, 0001822565-2018-01535, 0001822565-2018-01536, 0001822565-2018-01538, 0001822565-2018-01541, 0001822565-2018-01543, 0002648920-2018-00202, 0001822565-2018-01559.

Event description:
It was reported that the patient suffers from instability, swelling and pain after a left knee arthroplasty. It was further reported that the patient is not able to walk due to constant pain and uses wheelchair. No additional patient consequences and revision were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient suffers from instability, swelling and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.